Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with striae the left eye (os). It was stated that the patient had a loss of best corrected visual acuity (bcva). Patient's chief complaint is of blurred vision, halos, glares and shadows. The patient reported the symptoms are not interfering with daily activities. A flap lift and rinse was performed. Bcva from (B)(6) 2018: right eye pre-op 20/20, -6.75 x -.75 x 125; left eye pre-op 20/20, -6.75 x -.37 x 65. Bcva from (B)(6) 2018: left eye post-op 20/25 2.25 x -1.25 x 170.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.